Manufacturer narrative:
The missing article number and lot (batch) number were requested from the initial reporter. A follow up report will be submitted upon receipt of the information. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that less than 1 month after the immediate dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted implant mobility in this patient with excellent hygiene. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.